Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed a "low pressure at the proximal end" alarm error message. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to request repair as the device displayed a "low pressure at the proximal end" alarm error message. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).

Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. The customer called technical support to request repair as the device displayed a "low pressure at the proximal end" alarm error message. Per good faith effort (gfe) response received 26aug2025, the customer declined service and repair. No further information provided. The customer declined service and repair. No further information provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.